Event description:
New information received notes that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the patient¿s insertable cardiac monitor (icm) exhibited an undersensing potentially due to the patient's positional changes. Programming changes were made. The patient had no adverse consequences.

Event description:
It was reported that the patient¿s insertable cardiac monitor (icm) exhibited an undersensing. No intervention or patient condition was reported.